Event description:
Upon removal of the left breast prostheses it was noted that it was ruptured and tissue irritated. Sent to the lab for evaluation. The manufacture and product information was taken from an operating room report provided by the hospital who originally implanted the prostheses. We are unable to identify the manufacture from any resource material we have. None of the original labeling or product information is available. There was no other manufacture identifier given on the operating room report provided by the hospital who originally implanted the prosthesesinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, use of all similar devices stopped permanently. The device was destroyed/disposed of.